Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. As this was the second occurrence of this event, the pump was replaced to address the issue.